Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction occurred. Upon pump reset a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. Customer added insulin to the cartridge and loaded it successfully. Customer's blood glucose was 233 mg/dl.